Manufacturer narrative:
During inspection and testing, service confirmed that the eto cap being attached to the venting connector during reprocessing at the customer's facility resulted in fluid invasion throughout the device. In addition, service found the adhesive of the bending section cover (a-rubber) was beginning to fall apart. There was wire breakage of the inner braid of the bending section. The m case v units were cracked. The m plug units were cracked. The metal inner structures of the cable tube units, and the universal cord unit, became too stiff. Moisture ingress was observed in the video connector and the light guide connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was accidentally reprocessed with the ethylene oxide (eto) cap attached. The reported issue occurred prior to an unspecified procedure, and was identified when preparing the device for use. There was no patient harm reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive of the objective lens was deteriorated. This report is being submitted for the incorrect reprocessing of the device (reprocessing with the eto cap attached), and for the malfunction found during the evaluation of the device (deterioration of the objective lens adhesive).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to chemical solutions or sterilization using the sterrad system. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 3) "list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Additional information provided in b5. In addition, clarification to information provided in h10 of the initial report: the "m case v units" are the video connector cases, which were cracked. The "m plug units" are the video connector plugs, which were also cracked.

Event description:
Additional information was received regarding the customer's reported issue (the subject device was accidentally reprocessed with the ethylene oxide cap attached): the customer returned the device to olympus for evaluation because it was incorrectly reprocessed, and they wanted to be sure it wasn't broken as a result. The hospital did not start a procedure because they realized that the instrument might be broken. The customer followed the instruction manual, and local and international guidelines, which indicate you are not allowed to use the instrument when it is broken. The hospital used another device going forward. There was no delay in a procedure, and there was no patient impact, due to the reported issue.